Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported they had the system error message, "loss of suction", during a cataract procedure. The tried to reprime the cassette and it did not work. They replaced the cassette with another and completed the procedure with no harm to the patient. The sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This is the fourth complaint reported for this finished goods lot; however the first for this issue. A review of the device history records indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).